Event description:
A malfunction alarm was reported by the customer, identified as malfunction code 0. There was no adverse impact to the customer's blood glucose level, as it was confirmed that the level did not exceed 500 mg/dl. Technical support provided pump reset information, and assisted the caller in resetting the pump. The issue did not recur after the reset, and the customer was advised to continue using the pump and to call back if the malfunction code reappeared. The customer acknowledged and understood these instructions.